Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic cut or torn in half. One piece of the optic has a bent haptic attached to it. The other piece of the optic is missing the haptic. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However, it is possible that user-related factors may have caused or contributed to the event, as the user facility reported the capsule broke right after phaco before insertion of lens.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens was slightly displaced approximately 5 and a half years post-implant in the left eye. Allegedly, the iol was displaced by a vitreous bulge around the lens. During the original procedure, the capsule broke before the lens was implanted in the sulcus and a small amount of cortex was left in. Reportedly, the patient stated that both eyes were "fighting" with each other. Two months after the lens was noted to be displaced, a vitrectomy was performed and the lens was exchanged for the same model lens of a different diopter. Patient's current prognosis is described as "good, on prednisolone."